Manufacturer narrative:
An event of difficult to fold, unfold or collapse associated with device deformation did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, during device preparation the device deformed. The device was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. Based on the information reviewed and returned device analysis, the cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 6-4mm amplatzer duct occluder was selected for implant using a 6f amplatzer torqvue delivery system. During device preparation, the occluder deformed; further described as "the wing is defective." Part of the wing did not open, resulting in that corner being missing. There was no angulation/kink observed with the delivery system. A new 6-4mm amplatzer duct occluder was successfully implanted. The patient was hemodynamically stable throughout the procedure and no clinically significant delay was reported. No patient consequences were reported.